Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. The recommended testing was performed and no abnormal measurements were reproduced. The physician has elected to continue monitoring the system. This crt-d remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported. Additional review was performed by ts that indicated loss of capture appeared to be occurring on the rv and left ventricular (lv) channels. The combination of high pacing impedances and loss of capture suggested a possible lead integrity issue. The make of the lv lead is unknown.